Event description:
It was reported that customer's insulin pump alarmed prime alarm. Customer's blood glucose level was 300 mg/dl. Customer treated with injection. Customer states the drive support end cap is protruded, the force sensor did not detect the reservoir. The insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.